Event description:
The patient contacted animas on (B)(6) 2012 reporting a hospitalization with a blood glucose of 20 mmol/l with high ketones and tightness in the chest (the date of hospilization was not specified). The patient reported attempting to give injections using the same insulin but blood glucose levels would not resolve. The patient stated that in the hospital, the insulin in the pump was changed and the elevated blood glucose levels resolved. The patient stated that the event was attributed to the insulin used in the pump. The patient stated that the insulin was not cloudy and there was no known exposure to extreme heat or cold. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to bad insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.